Event description:
A malfunction alarm was reported, indicating an issue with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to use an alternate form of insulin therapy and was sent a replacement pump. The caller understood and acknowledged the instructions to put the pump into storage mode before returning it using a prepaid label within 10 days.